Event description:
Pt has parkinson's disease and high blood pressure. The facility keeps her reclined as a means to keep her blood pressure down. Because the locking mechanism in the chair did not work, the pt was found sitting in an upright position with greatly elevated blood pressure.